Manufacturer narrative:
Results: the jet was kinked approximately 1.0 cm from the hub underneath the strain relief. The jet7 was stretched approximately 129.5 thru 132.0 cm from the hub. The total length of the jet7 was 132.0 cm. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched near its distal tip. If the catheter is forcefully manipulated against resistance, damage such as stretching may occur. During the functional test, a leak was observed coming from underneath the strain relief and the stretched distal section of the jet7 expanded while being flushed. The expanded distal section likely occurred from injecting fluid through the jet7 after it became stretched. Further evaluation of the returned jet7 revealed that the catheter was kinked. This kink was likely incidental to reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), non-penumbra stent retriever and, non-penumbra microcatheter. During the procedure, the physician made two passes using a direct aspiration first pass technique (adapt) with the jet7 and made a third pass using the jet7 and stent retriever. The jet7 was then removed and flushed on the back table. After flushing, the physician noticed the jet7 distal tip had inflated. The procedure was completed using a non-penumbra catheter, the same neuron max. There was no report of an adverse effect to the patient.